Event description:
Customer reportedly received an undosed result of lo (less then 10 mg/dl) within 10 minutes of obtaining a result of 130 mg/dl on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the catheter was placed on april 15. Pt had chemo after this and was given a saline flush. The pt was an in-patient and needed IV antibiotics and also needed to be given blood, "has not access", so the nurse said it was working fine on friday the (B)(6). She also said this pt was in ICU and the PICC was used fine on the saturday. Sunday however, during an infusion, the PICC appeared to stop. The nurse present tried to clear it and used a 10ml syringe to flush. This was when they saw the extravasations. The line was placed into the basilic and it was just above the acf. The nurse saw the bump on the skin immediately and called physician who told her to take the line out. The pt was fine and got a second PICC placed in her right side on monday (B)(6). Procedure: removal of PICC line at bedside.